Event description:
The implant was removed due to an unknown reason. Tooth site # 7.

Manufacturer narrative:
Zimvie complaint (B)(4).

Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806 - 2022 - 01608. Additional information received by the customer confirms that this event does no longer meet the requirements for a reportable event. No further medwatch reports will be submitted for this event.

Event description:
It is reported that the implant was removed due to non integration.